Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up unacceptable capture threshold was observed. During ICD replacement the capture threshold was still unacceptable and therefore the lead was also explanted and replaced.